Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 16nov2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty nibp pump. Based on the conclusion of the investigation, it was determined that this was a malfunction of the nibp pump. The nibp pump was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the unit was failing the operational check. There was no patient involvement.